Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that the ¿high alert was not working properly.¿ this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/09/2015 with the following findings: the black box data from the time of the complaint has been overwritten due to continued use of the pump. The pump's black box and history showed glucose high alerts. A test transmitter was paired with the pump correctly. The blood glucose value was set to 6.7mmol/l twice within 2 hour. Both blood glucose calibration requests were entered successfully. The pump and transmitter ran over night with a steady reading of 6.4 mmol/l within +/- 20%. No alarms or warnings occurred and the system performs within specifications. The pump was stimulated into producing a high blood glucose alert and did so properly. The alleged issue could not be verified or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.